Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. One of the locking tabs on the chuck end of one of the devices fractured off and was not returned. A locking tab was cracked on the other device. The devices were manufactured in 2004 and 2007 and exhibit signs of extensive wear/usage. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, devices broke while being use.